Event description:
Voice message caller using 2nd gen pen needles discarded 15 pen needles with clogs during injections. Called this person 3 times voice mail box is full. 1.29.2024 - dc.

Manufacturer narrative:
15 pen needles affected. Device not available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.